Event description:
Pt's sugar was measured by meter as well as by the lab while in ER. Based on the meter reading, pt was given insulin. Lab report showed sugar was low not high. Pt then had to be given dextrose. The nurse had put the strip into the meter incorrectly and a high sugar reading resulted. No "error" message ever displayed.